Event description:
The pt's mother had given midnight antibiotics when she flushed the line with saline and the pt felt a "pop". The pt was presented to the hosp following this event. A chest x-ray revealed catheter to be separated with the distal portion in the right atrium. Pt was taken to surgery where distal portion was retrieved via a femoral approach.